Manufacturer narrative:
Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, shortly after the injection experienced some urinary retention problems symptoms in the post anesthesia care unit (pacu). The patient was able to urinate but experienced burning sensation with urination, however no bleed or discoloration was noted and was send home with tamsulosin and flomax for one week. One day later, the patient came back for a computed tomography (CT) and stated that urinary symptoms were persistence but was getting better, the patient also indicated that he was feeling perineal tenderness at the needle insertion sites, which was also getting better. The patient noted constipation but there was no rectal bleeding or pain. It was reported that the patient was admitted to hospital and discharged. The CT showed a wrong location of the hydrogel, however due to the patient's little bladder the sim was repeated and confirmed that the hydrogel appeared being anterior to douvillier's fascia. The patient's symptoms were reported as improved, and it was deemed that due to position of the hydrogel; was safe to proceed with treatment.

Manufacturer narrative:
Correction block b1 was updated. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, shortly after the injection experienced some urinary retention problems symptoms in the post anesthesia care unit (pacu). The patient was able to urinate but experienced burning sensation with urination, however no bleed or discoloration was noted and was send home with tamsulosin and flomax for one week. One day later, the patient came back for a computed tomography (CT) and stated that urinary symptoms were persistence but was getting better, the patient also indicated that he was feeling perineal tenderness at the needle insertion sites, which was also getting better. The patient noted constipation but there was no rectal bleeding or pain. It was reported that the patient was admitted to hospital and discharged. The CT showed a wrong location of the hydrogel, however due to the patient's little bladder the sim was repeated and confirmed that the hydrogel appeared being anterior to douvillier's fascia. The patient's symptoms were reported as improved, and it was deemed that due to position of the hydrogel; was safe to proceed with treatment.